Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 23 millimeter (mm) balloon. Following insertion of the delivery catheter system (dcs) into the patient, there was some resistance felt while attempting to cross the aortic arch. Subsequently, the dcs was retracted to the descending aorta, rotated, and crossed the arch successfully. Upon the first deployment attempt at 8 mm on the left coronary cusp (lcc), there was slight interference with the mitral valve, and the valve was subsequently recaptured. Upon the second deployment attempt, the valve was successfully placed at 8 mm on the lcc and 0 mm on the non-coronary cusp (ncc). Following placement, slightly worsened paravalvular leak (pvl) and hypotension were observed. Subsequently, a post-implant bav was performed with a non-medtronic 23 millimeter (mm) balloon. Following the bav, it was confirmed via transesophageal ultrasound after post bav that a myocardial tissue-like object was floating below the inflow of the valve. A dissection of the sinus of valsalva (sov) was observed on the lcc side. It was noted that the patient's condition was unaffected, and they were subsequently scheduled for a computed tomography (CT) scan and discharged while still intubated.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the post implant dilatation, the pvl did not resolve. The severity of the pvl pos t-operatively was moderate-severe. Additionally, a post-operative computed tomography (CT) scan showed no dissection in the sov, but the left ventricular side showed a myocardial flap. Per the physician, it was suspected that the cause of the myocardial flap was due to scrapping of the medtronic guidewire, as the location was too close to the left ventricle side for the valve to be the cause. Per the physician, the dcs did not cause or contribute to the myocardial flap. It was noted that calcification in the left ventricular outflow tract (lvot) and the patient¿s left ventricular hypertrophy contributed to the myocardial flap. The patient was extubated and placed under observation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the post implant dilatation, the pvl did not resolve. The severity of the pvl pos t-operatively was moderate-severe. Additionally, a post-operative computed tomography (CT) scan showed no dissection in the sov, but the left ventricular side showed a myocardial flap. Per the physician, it was suspected that the cause of the dissection was due to scrapping of the medtronic guidewire, as the location was too close to the left ventricle side for the valve to be the cause. Per the physician, the dcs did not cause or contribute to the dissection. It was noted that calcification in the left ventricular outflow tract (lvot) and the patient¿s left ventricular hypertrophy contributed to the dissection. The patient was extubated and placed under observation.